Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional procedure, the 2.75 x 28 mm xience xpedition met resistance during advancement and the stent dislodged from the balloon inside the guiding catheter. The stent got stuck in the guiding catheter. The guiding catheter and the stent delivery system were removed as a single unit. The stent was confirmed to be in the guiding catheter. Another xience xpedition was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.